Manufacturer narrative:
Device used for treatment, not for diagnosis. Additional narrative: patient experienced discomfort. The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following literature article: early unreamed intramedullary nailing without a safety interval and simultaneous flap coverage following external fixation in type iiib open tibial fractures: a report of four successful cases. Injury, int. J. Care injured (2006) 37, 289-294. (B)(4). This article discusses 4 consecutive cases of type iiib open tibial fractures, which were successfully managed with early unreamed intramedullary nailing (imn) and simultaneous flap coverage without a safety interval following external fixation (ef). The participants included a (B)(6) female involved in a motorcycle injury. The rest were all males aged 23, 28, and 60 years, respectively, who injured their lower legs during a traffic accident. This report is 2 of 2 for (B)(4). This report is for an ao solid tibial nail, which refers to case # 4, involving a (B)(6) male who experienced discomfort.